Event description:
Error code l00025 was reported to come up during an infusion of an unknown medication used to keep blood pressure from getting too high. Patient of unknown age, unknown programming, unknown point of infusion. No medical intervention was reported to have been needed and no adverse outcome resulted.